Manufacturer narrative:
The reported leaking of the device was duplicated by a manufacturer repair technician through visual inspection. Potential causes for the reported leak include improper or non-recommended cleaning procedures. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.